Event description:
Reporter alleged blood glucose read 484 mg/dl, an "err"", and then a 386 mg/dl result. It was reported two hours later glucose was 236 mg/dl and went to the dr and was tested however could not recall the time or the result only stating it was different from her meter. Reporter stated being admitted to the hosp due to the rapidly fluctuating glucose alleged by the dr. Reporter indicated not receiving any medications while in the hosp. A request was made for the return of the suspect device and replacement product was sent.